Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a communication issue, which resulted in a critical override message appearing on the screen. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist advised the customer to reboot the station. The station working and back online after the station was rebooted by a customer. The system functioned as intended after the technical support specialist resolved the issue.